Event description:
During an atrial fibrillation pfa procedure in the left atrium, the dilator of the sheath fractured. The sheath was exchanged and the procedure was completed with no adverse patient consequences.